Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) levels of 600 mg/dl, and trace ketones. Reportedly, the pump did not perform as intended. Customer delivered a bolus and administered manual injections to address bg level. Additionally, it was reported that the pump intermittently did not correctly deliver boluses. Although requested by tandem technical support (cts), pump data was not uploaded for cts to review to determine a potential cause. The customer reverted to manual injections for insulin therapy.